Event description:
The customer reported when the chamber was squeezed, it cracked. Staff member was severely exposed to a blood product (prbc's on face, in nose and mouth), a visitor was also exposed to the blood product during this incident. The product manager confirmed that they followed their protocol afterwards which is to wash the face of both the patient and the nurse. The line has been collected but is contaminated with blood. We received one used sample without batch specification for investigation. We performed a visual inspection of the received sample and we found a crack in the lower part of the drip chamber below the moulding ring. The crack starts at the injection moulding point of the upper part of the drip chamber and goes to the left and right and halfway around the lower part of the drip chamber altogether. By more detailed visual inspection under the microscope, the cracks could be confirmed, but there was no further indication for external material damages, flow lines, material inhomogeneities could be detected. All the data related to the potential causes have been reviewed and there were no deviations during production or obvious trends or changes that could have led to a change in the performance of the drip chamber identified. We checked the assembly process of the drip chamber but we could not reproduce the failure during the assembly of the drip chamber and/or o-ring injection moulding process. We have checked the retain samples of the complained batch by visual inspection. After the visual inspection we performed a free flow and tightness test with retain samples per complained batch no leakages could be confirmed. For all retain samples the drip chamber could be primed and no cracks or stress was induced to the drip chamber. All batch records were reviewed and there were no indications related to the complaint reason. There was no deviation during the production process. There were no flow lines in the material, which could potentially induce stress and create a predetermined breaking point. This can be excluded as a root cause for the described defect. The possible handling error can be also excluded since the failure could be reproduced. All other potential factors could be either excluded or it could not be proven that they are the reason for the defects. Therefore we assume that a combination of worst case factors might lead to cracking of the drip chamber. Since the root cause could not be determined, actions have been implemented to reduce overall variations in the production process and potential root causes. One of the factors is the storage time of the components and a CAPA has been initiated.